Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that after positioning the marksman at the desired location, the pipeline was successfully loaded in the microcatheter. However, the stent could not be unsheathed or deployed as the pipeline was stuck inside the distal segment of the catheter. A continuous flush had been administered, and the physician released the load in the system in an attempt to resolve the issue, but was unsuccessful. It was observed the catheter was accordioned proximally from the middle segment. In an effort to deploy the pipeline, the proximal end of the pushwire was kinked due to a hard push. The devices were removed, and there was no injury to the patient as a result of the event. A second surgery had not been performed at the time of the report, but another surgery for implantation of a flow diverter is planned. The patient was undergoing surgery for compaction of previously coils ruptured aneurysm of the distal internal carotid artery (ica) with minimal vessel tortuosity. The recurrent aneurysm was 13x11 mm. Dual antiplatelet therapy (dapt) had been administered: ascard and plavix. It was noted there was increased timing of the procedure and more radiation dose to the patient and team, but no symptoms or patient complications associated with the event. Post-procedural angiographic results showed residual aneurysm with slight flow decrease observed during the procedure. Refer to manufacturer report (B)(4) for details pertaining to the related reportable event.